Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the patient encounter was not active in the pyxis. The technical support specialist (tss) dialed into the server, verified that the messages were crossing over the server and the visit identification for the patient was in discharge state. The tss ran a query against the server database and confirmed that the cancel admits messages had been processed, hence the patient was not showing up on the station. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient¿s encounter status appeared as admission cancelled. The nurse was unable to retrieve medication to begin the procedure, as the patient was not listed in the pyxis system. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the patient¿s encounter status appeared as admission cancelled. The nurse was unable to retrieve medication to begin the procedure, as the patient was not listed in the pyxis system. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.